Manufacturer narrative:
The data log information was uploaded on january 15, 2019. Based on the evaluation of the data the handpiece and the system performed as expected. The investigation is ongoing.

Event description:
Blisters appeared on the patients cheeks twenty minutes after a thermage fraxel treatment to the face. The highest energy level used was 4.0. Post treatment the patient was given a gentle cool down treatment. The blisters have subsided and there will no permanent damage or scarring.

Manufacturer narrative:
The datacard and treatment tip were returned for evaluation. Evaluation of the treatment tip found no issues. Tip passed visual, leak, and thermistor testing. The datacard showed the following errors occurred during treatment. Quantity - error ID - description - percent of reps: 1 - ec781 - err_activation_button_timed_out - 0.11%. 20 - ec78c - err_treatment_tip_temp_high - 2.22%. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the hp and system performed as expected. According to thermage flx system user manual ((B)(4)) burns and blisters are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). The investigation is complete.